Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) found that, per the recent transaction in myqlink (mql), the medication had already been issued and there were no issues. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower system had an issue where the nurse was unable to issue medication. The customer stated that the error was due to the timing of the medication, as it had last been issued at midnight, which then reflected as the patient¿s morning dose. The error occurred when the user attempted to request tramadol. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.